Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the left knee primary operation on (B)(6) 2016, the surgeon noted a tibial avulsion fracture associated with the mcl. No laceration was noted. The harm was discovered after completing cuts to prepare the tibia. Direct repair of the mcl was completed with a 6.5 metal corkscrew anchor along with 3 whipstitches within the mcl of #2 fiberwire down to the anchor.